Event description:
It was reported during a tricuspid valve replacement that the physician noted vegetation on the right atrial (ra) lead and right ventricular (rv) lead. The implantable pulse generator (ipg) system was removed and replaced. Medication was administered. Cultures were taken. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.